Event description:
Follow up information received indicated that there was a misunderstanding from the patient's side regarding the event. Specifically, the patient was reported as being "tired" from the disc surgery and "thought" that their implantable neurostimulator (ins) was not functioning anymore. It was noted that the ins was on during the surgery. The patient then when to a hospital where the ins system was checked and determined to be functioning properly. Thus it was felt that there was a no device malfunction following the disc surgery.

Event description:
It was reported the patient lost therapeutic effect. The patient indicated a loss of effect during spinal disc surgery and did not work following the surgery. Additional information has been requested, but was not available as of the date of this report

Manufacturer narrative:
(B)(4).